Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving inaccurate sensor readings. Customer reported having a sensor glucose reading of 400 mg/dl and a blood glucose reading of 135 mg/dl. Customer also reported that she had a sensor whose needle came off. The customer was advised that the sensors would be replaced but did not return the products for analysis.